Event description:
Report received from a physician regarding pt with a medical history significant for previous injections of cosmoplast, hylaform, and hylaform plus with no untoward effects, no known allergies and no history of autoimmune disease, who was taking multivitamins concomitantly. The pt received injections of hylaform plus in 2005 to the upper and lower body of the lip. Later in 2005 the pt called the physician to report they had developed swelling at the treatment site. Two days later they were examined by the physician who confirmed the swelling, the physician stated they felt it was an allergic reaction. The physicain noted the pt consumed thai food the night before the swelling occurred. Additional info was received from the physician who stated the physician had prescribed a medrol dose pak to treat the swelling. No further info was provided.